Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Litigation alleges that the patient suffers from pain, discomfort, and disability. Doi: (B)(6) 2006; dor: none reported (left hip). Update (B)(4) 2013- pfs and medical records received. Part/lot was provided. The sticker sheet indicated that the patient was implanted with poly. Due to allegations of pain, all products are being reported. The devices associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combinations since its release for distribution. Provided patient records have been reviewed. From a medical perspective, based on the information available the complaint is not product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, and disability. Update: (B)(4) 2013- pfs and medical records received. Part/lot was provided. The sticker sheet indicated that the patient was implanted with poly. Due to allegations of pain, all products are being reported.